Event description:
According to the reporter, during a radical resection of esophageal cancer procedure, when the stapler was activated, the device could not be completely closed and the staple burst out. The staple fell off and fell into the chest cavity. The surgeon then removed the lost staples one by one using an aspirator for suction. To complete the case, a new device was used. This resulted in prolonged surgery time of less than 30 minutes and increased risk of infection.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a radical resection of esophageal cancer procedure, when the stapler was activated, the device could not be completely closed and the staple burst out. The staple fell off and fell into the chest cavity. The surgeon then removed the lost staples one by one using an aspirator for suction. To complete the case, a new device was used. This resulted in prolonged surgery time and increased risk of infection.